Event description:
Pt experiencing discomfort from new needles and needle pen bends compared to novofine needle. Product defect. Dose or amount : 1; route: sq ; dates of use: (B)(6) 2018 thru n/a; diagnosis for use: diabetes mellitus.